Event description:
During a bronchoscopic lung volume reduction procedure on (B)(6) 2023, with zephyr valves, one sizing wing on the zephyr 5.5 dual mark endobronchial delivery catheter (edc) detached while measuring and sizing the airways. The sizing wing was recovered and removed from the patient. The physician was able to successfully complete the procedure with a new catheter.